Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the connection between bifuse and both tpn and il tubing leaked while connected to a patient. The connection was cleaned, dried and tightened; no further issues were reported. There was no report of patient harm.